Manufacturer narrative:
The partial lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The analyst noted that the overlay tube has esc breach at 49.5cm, overlay tube is not insulation and does not effect electrical performance of the lead. The outer insulation is cut at 30cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant: 407652 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) after an appropriate shock. The right ventricular (rv) lead was suspected of insulation damage. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.